Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: since no samples displaying the reported condition were received a potential root cause could not be defined and the reported defect could not be confirmed.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: material no: 309657 batch no: unknown (provided 191201), unknown customer reported that with little to no effort after filling the syringe with insulin the plunger came out causing her to spill insulin all over herself. Number of occurrences - [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? - no product with issue - bd 3ml syringe, pn 309657. Product lot # - [191201]. Did issue cause any injury? - no. Did customer require medical intervention? - no. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required.

Event description:
It was reported that the syringe 3ml ll 200 s/c experienced a plunger that was loose/fell out. The following information was provided by the initial reporter: material no: 309657 batch no: unknown (provided 191201), unknown. Customer reported that with little to no effort after filling the syringe with insulin the plunger came out causing her to spill insulin all over herself. Number of occurrences [1]. Did the caller insert the needle into the cartridge and encounter fill resistance? No. Product with issue - bd 3ml syringe, pn 309657. Product lot # - [191201]. Did issue cause any injury? No. Did customer require medical intervention? No. Resolution ¿ caller successfully filled a cartridge with insulin. No further tandem follow up is required.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. H3 other text : see h10.